Event description:
A nurse at the facility reported, in a voice message, that the secretary at the facility was opening the safety seal of the cidex activated dialdehyde solution and got a splash of the unactivated solution in eye. The secretary was not wearing proper eye protection. The nurse had the msds for cidex. The nurse phoned the poison control center which advised that the secretary flush eyes with water. The secretary flushed eyes with water for 15 minutes. The secretary did not require any medical treatment and the secretary is fine now.